Event description:
Product analysis for the generator was completed. Product analysis was completed for the generator. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The reported failure to program was duplicated in the pa lab and determined to be the result of normal battery depletion. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator.

Event description:
It was reported that the patient had generator replacement surgery on (B)(6) 2012. The explanting facility indicated the reason for replacement as battery depletion, however the eri status was not known. The generator was received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The implant card was also received which reported the date of surgery as (B)(6) 2012. However, the explanting facility previously confirmed the date as (B)(6) 2012 to the manufacturer. The implant card listed the reason for replacement as battery depletion with neos=yes.

Event description:
Additional information was received from the nurse at the surgeon's office which confirmed that the generator replacement occurred on (B)(6) 2012 as previously reported on the implant card.

Event description:
Clinic notes dated (B)(6) 2012, were received by the manufacturer for the upcoming generator replacement surgery. They indicated that the patient's generator was unable to be interrogated. The physician attributed it to the device being "near end of service." He referred the patient for generator replacement for as soon as possible, as he noted that the device may "not be functional at this time." The patient's caregiver believes vns therapy has helped the patient's seizures significantly after being implanted in 2006. Per the notes, it does not appear that the patient has experienced an increase in seizures. Attempts for additional information have been unsuccessful to date. The physician's programming system is reportedly working as intended. There are no records of the patient's implant information by the currently treating physician, so attempts to medical records have not been possible to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
(B)(4):the supplemental report #1 inadvertently did not report this information once the explanted generator product information was known.

Manufacturer narrative:
(B)(4).